Manufacturer narrative:
Correction: the initial MDR [6000034-2026-01956] submitted on may 26, 2026 was filed inadvertently. The correct date of awareness is may 06, 2026, not may 05, 2026 as previously reported.

Event description:
Per the clinic, the patient experienced discomfort due to magnet dislodgement during an MRI (3.0 tesla). The patient's head was wrapped as recommended by cochlear. Surgery to reposition the magnet was completed on (B)(6) 2026 under general anesthesia. The implanted device remains.